Event description:
It was reported that during surgery, cutting the graft was not working properly. There was no patient harm. There was no unexpected medical intervention required. The taken graft was damaged however an additional unpanned skin graft was not required to complete the surgery. There was no surgical delay. Due diligence is complete; there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in japan.